Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the spring in the handle was bent so the clip could not be deployed. Forceps were used to straighten out the spring, deploying the clip, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the spring in the handle was bent so the clip could not be deployed. Forceps were used to straighten out the spring, deploying the clip, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip difficult to deploy. Block h10: investigation results visual examination of the returned complaint device noted the clip assembly was not returned with the device, while the yoke was returned attached to the control wire. Kinks were noted at the middle and at distal section of the catheter. Additionally, the control wire was severely kinked at the proximal section, indicating that the device was highly manipulated during the procedure. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip difficult to deploy. Investigation results: visual examination of the returned complaint device noted the clip assembly was not returned with the device, while the yoke was returned attached to the control wire. Kinks were noted at the middle and at distal section of the catheter. Additionally, the control wire was severely kinked at the proximal section, indicating that the device was highly manipulated during the procedure. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. FDA registration #: mw5090538.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the spring in the handle was bent so the clip could not be deployed. Forceps were used to straighten out the spring, deploying the clip, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Additional information received on november 05, 2019. It was reported that because of the device failure, the procedure took longer and requiring increased sedation.